Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 6/25/2024 h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the sterility of the device compromised? - please describe the sterile packaging: - were there any issues with the seal of the sterile packaging? - are there any tears/holes in the sterile packaging? - could you please confirm if the vendor is authorized by jnj? - how was the product purchased? - is there an indication of how the product was distributed? - is there any indication of the source? - based on the packaging, is there any indication of which market the original genuine product may have come from? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one unopened sample that pertained to the product code mf665. Upon visual inspection of the returned sample, it was found that a portion of the primary packet was in the overwrap seal area, compromising the sterile barrier of the packet. Additionally, a photo was provided with the same condition as the received sample. Based on the information currently available, open seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on(B)(6)2024 and suture was used. It was reported that the customer's complaint was about unusual product packaging. The product wasn't used and will be sent for investigation. There were no patient consequences reported. Additional information was requested.